Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the system was stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc which can result in the system not being able to complete the startup sequence. A philips field service engineer (fse) inspected the system onsite and identified flexvision pc needed replacement. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexvision pc, hard disk and installed the software to resolve the issue. After the replacement, the system was returned to use in good working order. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of flexvision pc by the fse has resolved the reported issue and restored the functionality of the system.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.